Manufacturer narrative:
No devices were returned for evaluation. Review of the device history records is not possible as the lot numbers for the devices is unknown. The cause for the reported left atrial appendage tear and subsequent death remain unknown. Date report submitted to FDA by manufacturer: 11/12/2010. Date the initial reporter provided the information to the manufacturer: 10/18/2010.

Event description:
It was reported that this was a repeat atypical atrial flutter/pulmonary vein isolation ablation procedure for the patient. Sjm's ensite classic system was used for geometry and mapping. The heart was accessed using two sjm sl-1 sheaths (model 406849) and one sjm sl-2 sheath (model 406841). Transseptal puncture was performed with an sjm brk-1 needle (model 407201). An sjm spiral hp-18mm circular catheter (model 401783) was inserted into the left atrium for mapping and an sjm therapy cool path duo ablation catheter (model 83562) was inserted into the left atrium for ablation. The ablation procedure was completed successfully. A 200 joule cardioversion was performed at the end of the procedure to restore sinus rhythm. The patient woke up from anesthesia following the procedure with some minor problems with bleeding from the groin puncture sites but no other complications. Sjm was notified on 2010/10/18 that the patient developed a pericardial effusion 3-4 hours after the procedure. An echocardiogram was performed which confirmed the effusion. A pericardiocentesis was performed and the patient was sent to ICU to recover. Sometime later, the patient became unstable, required CPR and was taken to surgery. During surgery, a tear was found at the base of the left atrial appendage which was repaired. Sjm was notified on 2010/10/25 that the patient died some days later during the hospitalization. Further details as to the cause of death is not known.